Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack was returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed a worn pack cloth which exposed a hard material. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to, wear and/or due to improper handling. Concomitant medical products: w1tr01 pacemaker, 4968-35 lead, 4968-35 lead and 4968-35 lead implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) patient pack was returned to the manufacturer because the cloth had worn off of the plastic end protectors/dividers and caused bruising on the patient. The pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.